Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device require re-image. A field service engineer, re-imaged smart service desk and the medstation was configured from the ground up to restore its functionality. The system functioned as intended after the field service engineer troubleshot the device. A field service engineer also confirmed that there was a delay in dispensing medication to the patient.

Event description:
It was reported when using the pyxis medstation es system, the device display is fixed on a blue screen. There were no adverse events or injuries reported based on this incident.